Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the laser fiber broke in half, outside of the scope where the physician was holding. It was noticed when the physician felt a burn on their hand. The laser was put on standby mode, and it was noted that no treatment was provided to the burn on the physician's hand as it was a minor burn. The procedure was completed with another fiber with no patient complications.

Manufacturer narrative:
Updated describe event or problem updated unique identifier (UDI) #.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Burns are a known inherent risk of device use as stated in the instructions for use.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the laser fiber broke in half, outside of the scope where the physician was holding. It was noticed when the physician felt a burn on their hand. The laser was put on standby mode, and it was noted that no treatment was provided to the burn on the physician's hand as it was a minor burn. The procedure was completed with another fiber with no patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the laser fiber broke in half, outside of the scope. It was noticed when the physician felt a burn on their hand. The laser was put on standby mode and the physician was noted to be okay. The procedure was completed with another fiber with no patient complications.